Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that that the distal shaft was bent or restricted within the anatomy, possibly over the common iliac bifurcation, preventing the shaft lumens from moving freely and resulting in resistance with the thumbwheel. However, without having the device to examine, this could not be confirmed, and a definitive cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery. A 7.0x80mm absolute pro self-expanding stent system (sess) was being deployed; however, the thumb wheel stopped turning. The stent was ultimately deployed and is partially in the target lesion. The procedure was successfully completed with another unspecified stent being implanted to successfully cover the remainder of the target lesion. No additional information was provided.